Event description:
It was reported by service report that the head-end left siderail arm weldment timing link was broken with sharp edges exposed, and it could not be locked in the upright position; it was also reported the auxiliary power cord sheathing was damaged, the motion interrupt pan was missing, and the head end lift was stuck in an up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: left head-end siderail arm weldment timing link was broken with sharp edges and missing motion interrupt pan. Damaged auxiliary power cord sheathing. Lift coupler failure.